Event description:
It was reported that there was insufficient roll off. A radio frequency ablation procedure was being performed on a tumor for a patient. The leveen needle was being used for this procedure. When the needle was deployed after puncture, it was reported that it was unable to achieve sufficient roll off. There were no other complications that were reported.